Manufacturer narrative:
Complaint product was not available. In this case, there is not possible to determine direct root cause of the failure. Some assumptions can be given after pictures investigation. Possible root cause can be, that the loop tube was mechanically damaged and there could be an electrical short circuit on places where insulation burst, which could cause loop tube pieces to splinter. However, there are only assumptions and root cause of the failure can not be determined (there is no information about the condition of packaging components also). There is 100 percent product control during assembling and such defective products could not be released from factory. Damages could be caused by extreme improper handling during transportation or at the users site (force needed to brake the tube is highly above those used during standard surgery).

Event description:
Insulation on shaft burnt. Causing fragments to splint.